Manufacturer narrative:
Model number/catalog number: sc-8216-70; serial number: (B)(4). Batch/lot number: 21066475; model/catalog description: artisan lead 70 cm; the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure. No device malfunction was suspected.